Manufacturer narrative:
Sample received at manufacturing site. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer representative reported a loose aberrometer during a cataract procedure. Additional information has been requested.

Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, new information was received that indicated the reported event was related to an internal optic mount of the aberrometer and not the external dovetail mount.